Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the alleged malfunction. The fse confirmed that there was a leak in the intra-aortic balloon, which caused blood back into the iabp and ¿autofill failure alarm¿ which he verified in the fault logs as well. The fse replaced the blood contaminated patient interface module and safety disk. During the checkout the fse also identified that the gasket around the fiber optic connector was falling off, obstructing the fiber optic input into the unit. The fse then replaced the upper panel assembly. The fse also reported that the battery slot 1 presented a malfunction, and he replaced both batteries. The iabp was then calibrated and passed all functional and safety tests as per factory specifications and was returned to customer for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) presented a blood back event and is not charging the batteries. There was no patient harm and no adverse event was reported.